Event description:
The surgeon reported a foreign particle like iron powder was found after the post operative examination. The particle was removed. No patient injury reported.

Manufacturer narrative:
A photograph of the complaint sample was received with the particle to be sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.